Event description:
Per the clinic, the patient underwent skin reduction surgery (B)(6) 2013 due to skin overgrowth at the abutment site. A new abutment was placed and the implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.